Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that intermittent loss of capture (loc) was observed on the device. The device was explanted to resolve event. The patient was stable.

Event description:
Additional information was received that the device was replaced.